Event description:
It was reported that the ilet pump generated repeated occlusion-related alerts and alert 42, described as a motor current sense failure, which persisted despite supply changes and multiple factory resets, preventing setup completion and rewind or dry-run functions; blood glucose values were elevated with a peak reported at 364 mg/dl and later 255 mg/dl after a manual insulin injection, and the patient used subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia and elevated ketones. Outcomes included no long-term health consequences or impact reported. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a failure to infuse associated with a motor component and an insulation problem identified, consistent with a motor current sense failure alert. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.